Event description:
The novel peek spacer was implanted on (B)(6) 2018 during a plif case at l2/3/4/5. After the case, images show alignment was good. Slight movement of the cage was observed several days later. It was gradually sliding back. Finally, it popped out of the disk space and migrated into the vertebral canal. The patient began to encounter some pain. On (B)(6) 2018 revision surgery successfully removed the peek cage from the patient.